Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that accutrac 200 laser fiber was used in a procedure performed on an unknown date. According to the complainant, during procedure, the laser fiber broken during insertion. There was no serious injury nor adverse patient effects as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: no event date was given, therefore an approximate date of (B)(6)2019 was used as the event date. Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: one accutrac 200 laser fiber was returned in one piece. The fiber measured approximately 310.6 cm from the top of the connetor to the tip. Exposed glass portion of the tip measured approximately 3.5mm and was fractured. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The condition of the returned device confirmed the reported event. Review and analysis of all available information indicated that the fiber was received for analysis with the tip detached, this was likely as a result of handling during procedure, and the device had no influence on the event. Therefore, the most probable root cause is adverse event related to procedure. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 3, 2019 that accutrac 200 laser fiber was used in a procedure performed on an unknown date. According to the complainant, during procedure, the laser fiber broken during insertion. There was no serious injury nor adverse patient effects as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.